Manufacturer narrative:
The doctor reported that the patient had six (6) crowns placed for teeth #7 through #12; however, tooth #10 had changed colors approximately (6) months after placement. Upon the patient's return visit on (B)(6) 2014, the doctor removed, re-made and replaced all six (6) crowns for the patient using the same product; however, tooth #10 had changed colors. During a follow up phone call with the doctor, on (B)(6) 2014, it was reported that the patient has not returned to have tooth #10 replaced. An update will be provided if any new information becomes available. The product was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor's office alleged that two (2) patients had experienced discoloration of their restorations after placement with the breeze self-adhesive resin cement. This is the first of two (2) reports.